Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection noted that the header was lifted off of the device case. Arc marks were not noted to be present on the device case. X-ray examination was performed. The header wires were verified to be intact header. The plasma fuse was open. The observations were consistent with damage incurred when the device output is shorted during high voltage shock delivery. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The clinical observations were able to be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a code 1004 (shock lead shorted) and 1007 (charge time exceeded). The device also indicated that it's battery capacity was depleted. The patient reported they fell in the shower. The patient was seen for a surgical revision procedure. Upon opening the pocket the associated right ventricular (rv) lead was visually inspected with no noted anomalies. The device was explanted. The lead was then tested via a pacing system analyzer (psa) with appropriate numbers. A defibrillation threshold (dft) test was then successfully performed with a new device. The lead remains in service and the device has been returned for analysis.